Manufacturer narrative:
Concomitant medical products: product ID 97702, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), product type lead. Product ID 97702, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. Product ID 977a260, serial# (B)(4), product type lead. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported that since implant, the patient had not been able to sit back on a chair because when she would, she would get a fainting sensation. The patient had an epidural a week prior to christmas because it was thought it would maybe help with any inflammation. An MRI was also done and there didn't appear to be any problem with the lead. The patient had an appointment with their physician the day following this report and her system may be removed. Additional information received from the rep reported the patient had asked the doctor to move the system up when she got this new system. So, the system was moved up several electrode lengths in the epidural space. Shortly after the new system went in, the patient complained of pain between the shoulder blades about the level where the leads were that was severe with any arm movement. This caused her to pass out and become dizzy. This occurred with the stimulation on or off. After this placement, the leads were revised and pulled back down on (B)(6) 2015 because the patient was experiencing adverse stimulation feelings. In the t8 area, the patient was having severe pain with any arm movement and it was causing her to feel like she was going to faint. This revision did help significantly reduce pain between the shoulder blades. It was noted the pain in her shoulders happened when the stimulation was on and off and had come back progressively since the procedure in (B)(6) 2015. It had gotten worse over the past years and now it was debilitating and she could not use her arms at all without extreme pain and dizzy spells. The patient said she could not even open a bag of chips. Before the leads were pulled down, the patient had a CT and MRI and there was no indication of anything that would cause the issues. The rep asked if scar tissue could form from the original lead placement that might apply pressure to the lead and cause this type of pain. There were pain and fainting symptoms that came gradually at the t8 vertebra and between the shoulder blades. It was noted the rep was going to meet with the healthcare provider (hcp) sometime soon. A CT scan and MRI were run and nothing showed up. The healthcare provider (hcp) decided to have the patient get a second opinion. Relevant medical history included chronic low back pain and spinal pain. Please see manufacturer report # 6000153-2015-00268 for information on the patient's concomitant system.